Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level was 500 mg/dl. It was unknown that auto mode feature was active at the time of incident. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the she had tried giving insulin and blood glucose was not going down and the piston was not moving at all. There was no alarm history with insulin pump. Customer was treated with back up insulin pump. Customer ran self test which passed. Insulin pump has not been damaged or dropped. The insulin pump will not be returned for analysis.